Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Country: korea. Device not returned, CAPA investigation : investigation # and description: although still under the threshold of <0.5% for ¿very low¿ occurrence rate, due to a trend of the recent complaints having approximately a 5x higher occurrence rate in the korean market [ CAPA ] established to investigate additional potential causes of the higher occurrence rate specific to the korean market. Previously, CAPA identified improper reprocessing procedures as a root cause for a higher incidence of fractured radel tibial insert trials in korea and singapore. Because the devices investigated in CAPA are made from the same type of material as the humeral liner impactor tips and the geographic location of the failures is the same, CAPA is investigating the possibility of a similar correlation between the higher incidence of fractures and the reprocessing procedure for the impactor tips. In korea, the humeral liners have sales of (B)(4) to date since 2011. This corresponds to a (B)(4) occurrence rate which is still below our threshold of 0.5%. Most likely underlying cause/root cause: based on information available at this time, no conclusion can be made regarding the higher market specific occurrence. Additional investigation for a most likely underlying cause/root cause related to market specific occurrence is still ongoing {at the time of the evaluation}. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Follow reprocessing instructions. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event.

Event description:
It was reported from ous that the humeral liner impact tip broke. There was a 4-5 minutes delayed. There was no reported patient injury. The rep was present at the time of the surgery. Initially, humeral liner impactor tip was broken when surgeon impacted pre-assembled implant (stem,tray,liner), as the surgeon hit 2-3 times for inserting implant. After broken these impactor tips, the rep prepared an impactor tip instead of 38 impactor tips. Patient was discharged without complications. No pieces were left in the patient. The device was not received for evaluation. Attempt was made to request additional information from the rep and a response was received. Per the rep, no parts/pieces of the device fell into the surgical site, got left in the surgical site or were removed from the surgical site. The event did not result in a revision. No demographic information is available. No other information has been provided by the contacts about the patient/device/event.